Event description:
It was reported that a patient experienced a leak while performing therapy on their homechoice device. The source of the leak was not reported. The technical service representative assisted the patient in ending therapy. The patient was to perform therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.